Manufacturer narrative:
A site inspection is pending. A final report with inspection findings will be submitted in due course.

Event description:
The customer alleged the lift was tipping when lifting. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This report was filed in our complaint handling system as complaint # (B)(4).